Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The patient was traveling with family, and the patient suffered a severe intracranial bleed. Support was withdrawn at an out of state hospital. Signs and symptoms of the bleed were unknown as the event took place out of the state. It was reported that there were no reported events associated with device thrombus. The patient was on aspirin and coumadin with an inr goal of 2-2.5. Support was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.